Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by lower abdominal pain. The cause of the event was not reported. It was reported the patient was hospitalized and was treated with vancomycin and ceftazidime (doses, routes, frequencies, and durations were not reported) for the event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.